Event description:
An issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with os 18.1.1 operating system version 2.11.28275. The customer reported being unable to obtain glucose readings while using the librelink app and as a result, the customer became hyperglycemic however, was able to self-treat (unspecified). It was further reported that a glucose reading of 335 mg/dl was obtained on an unspecified device. The customer self-presented in an emergency room for their "high blood pressure and the high glucose levels." The customer was administered insulin (type/dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
App investigation: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported unable to scan sensor due to incompatible ios. The reported issue was investigated. The abbott diabetes care compatibility guide, the reported configuration of ios 18.1.1 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor investigation: the product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Section d. Suspected medical device and g4 - PMA/510(k) # has been populated for the freestyle librelink ios application as this report concerns an israel customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. The device manufacturing date is not applicable. The date entered in section h4 is the date abbott diabetes care became aware of the event. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.